Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that on (B)(6) 2015 surgeon implanted on the left side a t2 femoral ar nail - inserted retrograde. Wound did not heal fully and surgeon decided to convert to a gamma nail due to non-healing of wound. Patient was originally scheduled for surgery on (B)(6) 2015 but patient was deemed too ill to be operated on, details on type of illness will not be provided. Furthermore, patient was revised on (B)(6) 2015, however 2 hours after the revision surgery patient expired. No additional information will be made available. This pi is for the expiration of patient.